Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 year and 5 months after primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 july 2022. Lot 2002756: (B)(4). Expiration date: 2025-may-19. No anomalies found related to the problem. (B)(4).